Event description:
Subsequent to the initial MDR, a correction was updated on 10/13/2025.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This is 1 of 2 reports of medical intervention that occurred two separate times. Please see related records (B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. This is 1 of 2 reports of medical intervention that occurred two separate times. According to a report received via the distributor, an hcp (healthcare professional) reported that on the day of the event on 09/24/2025, the patient experienced symptoms of feeling unwell, nausea, and vomiting. Due to these symptoms, the patient was unable to perform a fingerstick test and sought medical attention at a hospital. Upon arrival, a fingerstick test was performed, revealing a cgm reading of 9.5 mmol/l, while the blood glucose reading was at 24.0 mmol/l. Ketone levels were measured at 2.4 mmol/l, indicating that the patient was likely experiencing diabetic ketoacidosis (dka). The patient received treatment consisting of a saline solution and an unspecified medication for nausea. After approximately six hours of observation and treatment, the patient was discharged. No further medical evaluation or intervention was documented. At the time the report was submitted, the patient was reported to be doing well. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.